Event description:
The customer's mother reported via phone call that the insulin pump had a blank display approximately on (B)(6) 2015. The caller stated that the insulin pump shut off randomly. She stated that she and the customer changed the battery, and the blank display issue had not recurred for about a week and a half. The caller did not know the blood glucose reading. The caller could not troubleshoot the issue, as the customer and the insulin pump were not present at the time of the call. She stated that she would call back to troubleshoot the issue later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.